Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported by the clinician from the hospital for sick children that a request was made for help in understanding why the device was mode switching. Several strips were sent in and clinician wanted to know if device was oversensing. The device remains in use. No patient complications have been reported as a result of this event.